Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4).

Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(4) pilot program. Seven complaints were received during this report period. Of these, one was not returned for evaluation ((B)(4)). Five were determined to be misapplication ((B)(4)) one showed no evidence of any device-related fault ((B)(4)). (B)(4). None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes "7" malfunction events which are associated with the undesired damage or breakage of those materials used in device construction. These reports were received from various sources. No patient information was confirmed.